Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump only vibrates even though it was set to audio and vibrate. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. Customer also stated that the battery cap was damaged. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump received without original battery cap. Unable to verify damaged/missing battery cap. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint found on pin 1 and 6 of ambient light sensor. Device also received with cracked case behind the pump near the battery compartment.